Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a needle retraction failure, causing a needlestick injury. The customer stated, "material no: 367364, batch no: 8318743. It was reported the needle failed to retract resulting in a needle stick. Good morning (B)(6), please see the attached product concern form for lot# 8318743 of the push button butterfly needle. The needle failed to retract fully resulting in a needlestick this morning. (B)(6), I have pulled the remaining butterfly needles with the same lot number from the phlebotomy area. Please remind me of the process to replace these items with another lot number."

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a needle retraction failure, causing a needlestick injury. The customer stated, "material no: 367364 batch no: 8318743. It was reported the needle failed to retract resulting in a needle stick. Good morning, please see the attached product concern form for lot# 8318743 of the push button butterfly needle. The needle failed to retract fully resulting in a needlestick this morning. I have pulled the remaining butterfly needles with the same lot number from the phlebotomy area. Please remind me of the process to replace these items with another lot number." Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to retraction was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#891355. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for partial retraction with the incident lot was observed. Additionally, testing of the retain samples was conducted and partial retraction was not observed. Further investigation has been initiated through CAPA#891355. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#891355 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a needle retraction failure, causing a needlestick injury. The customer stated, "material no: 367364. Batch no: 8318743. It was reported the needle failed to retract resulting in a needle stick. Good morning, please see the attached product concern form for lot# 8318743 of the push button butterfly needle. The needle failed to retract fully resulting in a needlestick this morning. I have pulled the remaining butterfly needles with the same lot number from the phlebotomy area. Please remind me of the process to replace these items with another lot number."